Manufacturer narrative:
Med-el elektromedizinische geräte (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: a dacapo power pack showed a broken housing with electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported. No cause for the malfunction could be determined as the device has not been received for failure investigation. This is a combined initial and final report.

Event description:
As per the information received, a dacapo power pack showed a broken housing with electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported. The dacapo power pack was disposed of.